Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Additionally, the pump was unable to register that the tubing was filled during multiple load processes. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 310 mg/dl.